Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of "lo" (less than 40 mg/dl), "lo" (less than 40 mg/dl) and 177 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Additional product has been returned and investigated fs reader jngz058-k1996. Sensor (B)(4) and libre reader jngz058-k1996 were returned and investigated. Visual inspection was performed on the returned fs libre reader, no issues were observed. The reader successfully powered on with button depression and with usb cable. Performed visual inspection on the returned sensor, no issues were observed. The sensor plug was fully seated. Data was extracted from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected plug assembly, no issues were observed. Control solution testing was performed using the returned reader and retained test strips. All results were within range specification and no errors were observed during control solution testing. The sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of "lo" (less than 40 mg/dl), "lo" (less than 40 mg/dl) and 177 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.